Event description:
It was reported that the electrogram showed noise. A fracture or loose connection was suspected. The noise was not reproducible during testing. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.